Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site has not approved service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that they were in a case and attempting to register using trace but were failing the trace. The emitter was repositioned, and trace results improved but were still failing. It was confirmed that the exam looked good and was not missing anatomy. The site was doing 30% of the points on the nose. The tape was removed from the eyes. There was no reported impact to the patient. There was less then an hour delay due to this issue. Navigation was aborted due to this issue.